Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b6, b7, d1, d4, d6, e1, h4, h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to patient factors and progression of patient's underlying valvular disease pathology.

Event description:
Edwards received notification a 27mm aortic pericardial valve was explanted from the aortic position after an implant duration of 4 years and 5 months due to heavy calcification leading to severe stenosis. Reportedly, the patient was hospitalized with dyspnea and cardiac decompensation with acute renal failure. On echo, it was observed mean/max. Gradients of 56/99 mmhg. A non-ew mechanical valve was implanted in replacement. The patient was discharged on pod+13 with complete normalization of renal parameters.

Manufacturer narrative:
H3. Device evaluation: customer report of calcification was confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. As received, the valve host tissue overgrowth was stained pink. Leaflet 2 had a 6mm tear down the mid section and calcification was evident at the tear. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­6mm on leaflet 3 at the inflow aspect and 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Sutures remained attached to the sewing ring around leaflets 2 and 3. H10. Additional manufacturer narrative: the complaint was confirmed. The cause of the event cannot be determined; however, patient factors may have impacted the event.

Manufacturer narrative:
Device was returned to edwards for evaluation as is pending evaluation. A supplemental MDR will be submitted as new information is received. Attempts to retrieve additional information is in process. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm valve was explanted from an unknown position after an implant duration of 3 years and 10 months due to heavy calcification. A mechanical valve was implanted in replacement.